Event description:
Doctor reported that file separated in canal during procedure. No patient injury is reported.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. Dated 3/8/02 and 10/12/02) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damages to a body structure or permanent impairment of a body function as evidenced by previous reported events. Product was not returned and the lot number is not known for retained-product testing and/or DHR review. Therefore, no further testing is possible. Patient follow-up information will be provided if it becomes available.